Event description:
It was reported that two vf episodes with inhibited therapy due to detected lead noise and one non-sustained lead vf episode due to noise detection were observed. Several non-sustained lead noise episodes were noted. The lead was capped and replaced.